Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a separated silicone jacket on the driveline just beyond the clamshell repair. The clamshell repair was performed back in 2020 ((B)(4)). The driveline was heavily taped all along the external portion. No alarms were noted on interrogation and no log file was submitted. Additional information revealed several areas of kinks and cuts were found on the driveline. A cosmetic driveline repair was made on (B)(6) 2022. Most of the external portion of the driveline was replaced leaving 3-4 inches of space for another repair should it be necessary. A controller exchange was performed post driveline repair due to a cracked and broken bend relief on both power leads. No associated alarms were noted due to the poor condition of the power leads. The controller was disposed of and will not be returning for evaluation. On (B)(6) 2022, when the patient was taken off the power module and put on battery, the patient had a backup battery fault. The backup battery was reseated and the alarms resolved. The backup battery fault alarm reoccurred on (B)(6) 2022 leading to the internal battery being replaced. Additional information revealed that the patient had alarms on (B)(6) 2022 when the white battery cable was disconnected. When the patient went to the clinic on (B)(6) 2022 the alarms couldn't be replicated both when the power cables were attached to the mobile power unit (mpu) or to the batteries. When the white battery cable was disconnected, however, the controller immediately had a no external power alarm. A review of the second set of log files revealed low voltage hazard and no external power alarms starting on (B)(6) 2022 occurring anytime the white power cable was disconnected. Upon inspection, the white power cable pins were found to not be bent. The backup battery was reseated and the alarms resolved when the controller was unhooked from the white power cable.

Manufacturer narrative:
The patient's previous clamshell repair was reported under manufacturer report number 2916596-2020-05775 section d9: 17¿ of the external portion/distal end of the driveline was returned. Manufacturer's investigation conclusion the reported superficial damage to the external portion of the patient¿s driveline was confirmed through the evaluation of the returned portion of the driveline. The submitted photo of the distal end of the patient¿s driveline confirmed superficial damage to the bend relief on the controller connector. The bend relief was fully separated from the clamshell repair. A distal end driveline replacement was performed by a tech services representative on 14apr2013. Approximately 17¿ of the external portion/distal end of the driveline was returned. Extensive rescue tape was applied along the length of the driveline, and a previous clamshell repair was observed. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The controller connector pins showed no evidence of damage. A full separation of the bend relief was observed at the clamshell repair site. Extensive rescue tape was applied along the length of the driveline, and a small tear in the jacket was observed underneath the tape 6¿ from the metal connector. Upon removal of the silicone jacket, the bionate cover was discolored, but showed no signs of damage. Fraying and major breakdown in the metal braided shield was observed 1.5¿-4" and 7" from the connector. Microscopic and visual inspection of the wires revealed no evidence of damage or insulation breaches. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakages in the insulation of any of the driveline wires. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook, rev. C, is currently available. This document contains information regarding on how to care for the driveline. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 14nov2014. No further information was provided. The manufacturer is closing the file on this event.